Event description:
On (B)(6) 2021, a reporter for the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch select simple meter read inaccurately erratic. The complaint was classified based on the customer care agent (cca) documentation. The reporter stated that the alleged meter inaccuracy began on (B)(6) 2021 at 7:30 pm. The reporter claimed the patient obtained blood glucose readings of ¿approximately 360 and 62 mg/dl¿ with the subject meter, performed more than 20 minutes apart. The reporter informed the cca that the patient manages his diabetes with insulin (apidra and glargine) and denied the patient made any changes to his usual diabetes management regimen as a result of the alleged issue. The reporter claimed that 30 minutes after the alleged issue began, the patient developed symptoms of ¿dizziness and sweating.¿ the reporter denied the patient received any treatment above and beyond his usual routine of diabetes care and management due to the alleged issue. At the time of troubleshooting, the cca noted the same approved sample site was used for testing. The cca noted the patient did not have control solution available to perform a quality control test. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.